Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a high blood glucose level of 450 mg/dl. The customer experienced the following symptoms: positive results in ketones test, vomiting, abdominal pain. The customer treated with an insulin pen. It was initially reported that the customer was alleging a possible under delivery of insulin, however, during troubleshooting, an infusion set leak was detected. The customer was advised that the leak was a potential cause of their high blood glucose levels. During troubleshooting, the device passed the high pressure test. The customer also inquired about the audio issue. The audio issue was confirmed and the device alarmed hardware low level failure during self-test. The customer's blood glucose was 370 mg/dl at the time of the call. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace on pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.